Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the device infused a volume which did not match the programmed volume. It's not clarified if this was an under-infusion that occurred, or if this was an over-infusion that occurred. No additional information is available.